Event description:
It was reported that an infection occurred around the parietal catheter fixation site. The devices were not explanted. The pt was given flucloxacillin and clindamycin. An additional stitch was added to adhere wound. The outcome was reported to be resolved without sequela as of (B)(6) 2010.

Manufacturer narrative:
(B)(4).